Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected the luer lock connection instead of the site to take the pump case off resulting it the customer seeing air bubbles in the infusion set tubing luer lock. It was noted that by disconnecting from the luer lock, the customer may have inadvertently received insulin. The customer reported a blood glucose (bg) level of 60 mg/dl and it was addressed by the contact setting a zero basal rate. The customer also indicated that the would eat enough to elevate bg level. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.